Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for fm in tube with the incident lot was observed. Additionally, evaluation of the customer samples was performed and fm in tube was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that wood-like foreign matter was found in the bd vacutainer® serum / cat blood collection tube before use. The following information was provided by the initial reporter, translated from japanese to english: "wood like fm was in the tube."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that wood-like foreign matter was found in the bd vacutainer® serum / cat blood collection tube before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "wood like fm was in the tube."